Manufacturer narrative:
Citation: chiang m.; et al. Left atrial venoarterial extracorporeal membrane oxygenation for acute aortic regurgitation and cardiogenic shock. Jacc case rep. 2022 mar 2; 4(5):276-279. Doi: 10.1016/j.jaccas.2021.12.030. Ecollection: 2022 mar 2. Pmid: 35257102 earliest date of publication used for date of event. Medtronic products referenced: freestyle (PMA# p970031, product code: lwr). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 51-year-old male patient with a history of end-stage renal disease with he modialysis, atrial fibrillation, diabetes mellitus, hypertension, obstructive sleep apnea and permanent pacemaker implantation who developed infective endocarditis (ie) ten years prior to his current hospital presentation. To treat his case of ie, the patient required surgical aortic valve replacement/aortic root repair using a 23-mm medtronic freestyle bioprosthesis (unique device identifier number not provided). The patient was transferred from another hospital with acute chest pain, shortness-of-breath and diastolic/systolic murmurs. An electrocardiogram (EKG) showed no st-segment elevation and a transthoracic echocardiogram (tte) showed evidence of structural bioprosthetic valve degeneration with concomitant severe aortic regurgitation and stenosis. Clinical presentation and heart catheterization revealed the patient to be in cardiogenic shock from biventricular heart failure. The patient underwent left-atrial veno-arterial extracorporeal membrane oxygenation (lava-ECMO) for support. After the patient¿s condition improved on ECMO, valve-in-valve transcatheter aortic valve replacement (viv tavr) was performed with a 23-mm non-medtronic bioprosthetic valve, resulting in dramatic left ventricular functional improvement, allowing for removal of ECMO. The patient was later discharged from the hospital and no additional adverse patient effects or product performance issues were reported.